Manufacturer narrative:
Multiple MDR's were submitted for this event. Please see reports: 0001822565-2017-01396, 0002648920 -2017-00618. This follow-up report is being filed to relay corrected and/or additional information unknown at the time of the initial medwatch. The following sections were corrected: date of birth. The following sections were updated: patient identifier, brand name, type of the device: device product code, additional device information: catalogue number/lot number, concomitant medical products and therapy dates: medical product/therapy date, date received by manufacturer, premarket identification: PMA/510(k) number, if follow-up, what type:?, correction/additional information, device manufacture date. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2017-01380).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately two years post-implantation due to instability. Medical records indicate that the patient was revised due to instability and dislocation. The surgeon noted a bursa with fluid consistent with dislocation.